Event description:
Per the field clinical specialist (fcs), during a transcatheter aortic valve replacement procedure using a 29mm sapien 3 valve via transfemoral approach after deployment of valve, initial transthoracic echocardiogram (tte) showed some motion in the valve. The physician decided to post dilate, during post-dilation the valve did move more aortic. A second tte was performed and the valve was still in a good functional position with minimal gradient and no paravalvular leak (pvl). Motion was noted again in the valve and the physician decided to proceed with a second valve to try and seat the valves. While prepping (crimping) the second valve, the wire was pulled back dislodging the valve. The valve was noted to be turned sideways in the annulus. The physician attempted to rewire the valve and it moved more ventricluar and they felt it no longer safe to proceed with the procedure. The patient was stable and sent to the or for retrieval. The patient was stable.

Manufacturer narrative:
Device not expected back. Investigation is ongoing.

Manufacturer narrative:
Update to b1 (report type), h6 (clinical code, type of investigation, investigation findings and investigation conclusions) and h10 to reflect engineering investigation. The device was not returned; therefore, a visual inspection, functional testing, dimensional testing was not performed. Imagery was not returned therefore no imagery evaluation was performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency therefore, no device history record (DHR) review or lot history was performed. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, therefore a manufacturing mitigation review is not required. The following instructions for use (IFU) and training manuals were reviewed: commander with s3 IFU (ce), commander with s3 device preparation manual, commander with s3 procedural training manual. No IFU/training deficiencies were identified. As the complaints for interventional device interacts with non-edwards device was unable to be confirmed, a complaint history review is not required. A review of edwards lifesciences risk management documentation was performed for this case. This event reports a negative device interaction associated with a non edwards device which is associated with an edwards device or procedure hazardous situation. Per the IFU, the implanting physician should be experienced in standard catheterization techniques. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Edwards continues to monitor complaint history on a monthly basis. Therefore, the review of risk management file is complete, and no further action is required. The complaint for 'interventional device interacts with non-edwards device was unable to be confirmed due to unavailability of the complaint device and/or applicable imagery. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined. A review of IFU/training materials revealed no deficiencies. As reported, 'while prepping (crimping) the second valve, the wire was pulled back dislodging the valve. The valve was noted to be turned sideways in the annulus.' The guidewire is meant to be maintained within the patient throughout the procedure, up to and including introduction of a second delivery system. It is possible that mismanagement of the guidewire caused an unintended withdrawal of the guidewire from the patient, causing the guidewire to interact with the thv on the way out of the patient and resulting in the reported embolization. However, a definitive root cause was unable to be determined at this time. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required. In this case, there was no allegation or indication a device malfunction contributed to this adverse event, embolization. The cause of the embolization cannot be determined; however, may be due to procedural factors 'the wire was pulled back dislodging the valve'. The patent was reported to be stable and was taken to the operating room for retrieval. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bv may indicate potential balloon movement during valve deployment. Per the instructions for use (IFU), embolization is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results indicate that, post vale deployment, there was some motion noted on the valve and the valve moved more aortic, while they were preparing the 2nd valve, the wire was pulled back dislodging the valve and the valve turned sideways in the annulus. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.